Event description:
It was reported the patient had recently had another stroke in ¿(B)(6).¿ it was not clear if the patient¿s prior strokes occurred prior to or after initial implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3387s-40, lot# v111315, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v014889, implanted: (B)(6) 2008, product type lead. (B)(4).